Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(6) 2025 by a nurse practitioner via sales representative concerning a 44-year-old female patient. The medical history of the patient included allergy to penicillin. No information about concomitant medication has been provided. The patient had previously received treatment with an unspecified ha filler on (B)(6) 2023 for cosmetic use. On (B)(6) 2025, the patient received treatment with 4 vials of sculptra (4j2171) to temple, cheek, preauricular area, nasolabial fold and pre-jowl areas bilaterally (unknown injection technique and needle type). The sculptra was injected to temple and pre-auricular area (off label use of device). The hcp reported that the patient was fine when she left the facility after receiving sculptra treatment. Approximately 4 hours after treatment, on (B)(6) 2025, the patient experienced hives (urticaria) on extremities, swelling of the lower extremities (peripheral swelling), difficulty breathing (dyspnoea) and a swollen tongue (swollen tongue). The hcp believed that she experienced an allergic reaction (hypersensitivity). Then, the patient went to the emergency room at a hospital and was treated with kenalog [triamcinolone acetonide] injection, benadryl [diphenhydramine hydrochloride] injection, hydroxyzine [hydroxyzine hydrochloride], pepcid [famotidine] and medrol dose pack [methylprednisolone] to continue after discharge. As per hcp, the patient had been to emergency room twice. On (B)(6) 2025, the hcp had seen the patient at the facility. The patient no longer has tongue swelling, but the hives and lower extremity swelling were worse than previously. The patient completed the medrol dose pack in addition to treatments received in the emergency room. Outcome at the time of the report: allergic reaction was unknown. Hives was not recovered/not resolved/ongoing. Swollen tongue was recovered/resolved. Difficulty breathing was unknown. Swelling of the lower extremities was not recovered/not resolved/ongoing. Sculptra was injected ito temple and pre-auricular area was recovered/resolved. Tracking list: v.0 initial v.1 fu received on 20-feb-2025 from same reporter. Events (peripheral swelling and off label use of device) added. Patient demographics, medical history, previous filler treatment, suspect device implant date, device location, lot number, event location, outcome and corrective treatment details were updated.

Manufacturer narrative:
Company comment: the serious expected events of urticaria, hypersensitivity, dyspnoea and the unexpected events of swollen tongue, and peripheral swelling were considered possibly related to the treatment. Seriousness criteria included the need for urgent medical care including medical intervention to prevent permanent damage. The likely root cause includes the patient's hypersensitivity to the product. The sculptra was used off label. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and indicate a possible involvement of the product. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.